Event description:
The user facility reported that the involved device hemostatic valve leaked during a left heart cath procedure. The event occurred intra-operative. The estimated blood loss was less than 250cc's. The patient was not injured during the event and medical/surgical intervention was not needed. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information was received on 13 mar 2024: the sheath was not exchanged during the procedure.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age or date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: lot #: requested, unknown. D4: expiration date: unknown, as the involved product lot # was unknown. D4: UDI:unknown, as the involved product lot # was unknown. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lead tech. H4: device manufacture date: unknown, as the involved product lot # was unknown . The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The actual device has been returned for evaluation. The complaint cannot be confirmed for valve leakage because the complaint sample was not returned for assessment. The exact root cause could not be determined. Historically, valve leakages have been caused by off-center insertion of the dilator. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently no action is recommended since device was within manufacturing and design specifications when it was released from terumo medical corporation control.